Event description:
On (B)(6), the patient underwent endovascular repair of an abdominal aortic aneurysm with using gore® excluder® aaa endoprostheses (rmt231218j/13105299, pxc141000j/12106698). All the devices were deployed at the intended positions, and when tough-up ballooning of the proximal neck was performed, a drop in the blood pressure was observed. Angiography showed the rupture of the aorta just above the proximal edge of the trunk ipsilateral leg component. An aortic extender component(pxa230300j/12541170) was implanted to repair the rupture. However, the bleeding persisted. The patient was converted to open surgery. The devices were explanted and replaced with a vascular graft. The patient tolerated the procedure. The physician is monitoring the patient. It was reported that significant calcium was present at the proximal neck and the patient aortic wall was fragile. The physician suspected that when a touch-up ballooning was performed, the aorta was ruptured by the calcium.

Manufacturer narrative:
Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.